Manufacturer narrative:
The device will not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specification. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil jammed at the hub of the catheter. The procedure was completed without complication.